Event description:
Pt received a sulzer medica - sulzer orthopedics-inter-op acetabular shell implant in 2000. In 2001 the implanted device was explanted. The hosp admit history states: "the pt now has x-ray evidence of a loosened zone about the prosthesis and is being admitted for revision." The operative report indicates the following: "in opening the hip there was a very irritating type of oily material on the back of this prosthesis. The cup was loose when removed. There was granulation tissue and a lot of irritated tissue about the entire hip which was debrided." Pre-op and post-op diagnosis: failed acetabular component right total hip replacement.